Event description:
It was reported that the device would not hold position. No case reported. Results of investigation have concluded that this unit was not able to power up which makes it a reportable event.